Event description:
It was reported that a large volume infusor did not flow. This was noted during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured on october 15, 2012 to october 16, 2012. Evaluation summary: the actual device was evaluated. The device was returned with cut tubing and the fluid drained. Visual inspection and functional testing were completed. Visual inspection revealed no signs of blockage or abnormality that could have contributed to the reported condition. The tubing was reconnected and functional testing was performed by filling the device with water. After filling, continuous flow was observed at the distal luer. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.